Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device ¿ out of left fallopian tube"), fallopian tube perforation ("perforation (fallopian tube),") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, coughing, simple renal cyst, menometrorrhagia and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), nortriptyline hydrochloride (pamelor), ondansetron (zofran) and oxycodone hydrochloride (roxicodone). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), amnesia ("memory loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), anxiety ("anxiety."), rash ("rashes/ skin rash"), weight increased ("weight gain"), back pain ("back pain") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, menorrhagia, dyspareunia, abdominal pain, alopecia, amnesia, allergy to metals, vaginal haemorrhage, female sexual dysfunction, migraine, headache, rash, weight increased, nausea and back pain outcome was unknown, the dysmenorrhoea, fatigue and abdominal distension had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: nausea, depression , back pain were added. Outcome of events fatigue, dysmenorrhea, bloating from unknown to recovered/resolved, event depression/anxiety from unknown to recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device ¿ out of left fallopian tube"), fallopian tube perforation ("perforation (fallopian tube),") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, coughing, cyst, menometrorrhagia and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), nortriptyline hydrochloride (pamelor), ondansetron (zofran) and oxycodone hydrochloride (roxicodone). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches,"), anxiety ("anxiety."), rash ("rashes,") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies), surgery (total laparoscopic hysterectomy and bilateral salpingectomies) and surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on 13-may-2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, amnesia, allergy to metals, vaginal haemorrhage, female sexual dysfunction, fatigue, abdominal distension, migraine, headache, anxiety, rash and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, abdominal distension, migraine, headache, device dislocation, allergy to metals, fallopian tube perforation, rash, weight increased, depression, anxiety were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ out of left fallopian tube'), fallopian tube perforation ('perforation (fallopian tube),') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, coughing, simple renal cyst, menometrorrhagia and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), nortriptyline hydrochloride (pamelor), ondansetron (zofran) and oxycodone hydrochloride (roxicodone). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), amnesia ("memory loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), anxiety ("anxiety."), rash ("rashes/ skin rash"), back pain ("back pain"), depression ("depression") and tooth fracture ("teeth breaking") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, dyspareunia, abdominal pain, alopecia, amnesia, allergy to metals, vaginal haemorrhage, female sexual dysfunction, migraine, headache, rash, weight increased, nausea, back pain and tooth fracture outcome was unknown, the pelvic pain had not resolved, the dysmenorrhoea, fatigue and abdominal distension had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Outcome was added to the event pelvic pain. Reporter was added. On 23-mar-2020: social media was received. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ out of left fallopian tube'), fallopian tube perforation ('perforation (fallopian tube),') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, coughing, simple renal cyst, menometrorrhagia and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), nortriptyline hydrochloride (pamelor), ondansetron (zofran) and oxycodone hydrochloride (roxicodone). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), amnesia ("memory loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), anxiety ("anxiety."), rash ("rashes/ skin rash"), back pain ("back pain"), depression ("depression") and tooth fracture ("teeth breaking ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, menorrhagia, dyspareunia, abdominal pain, alopecia, amnesia, allergy to metals, vaginal haemorrhage, female sexual dysfunction, migraine, headache, rash, weight increased, nausea, back pain and tooth fracture outcome was unknown, the dysmenorrhoea, fatigue and abdominal distension had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event teeth breaking. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.